Manufacturer narrative:
E1; reporter institution phone number (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the pressure alarms were configured as yellow alarms and not red, which resulted in the patient death. The incorrect setting was found on two monitors but it remains unknown how this configuration was applied. The configuration was reviewed, revealing the extended alarms (red alarms) were never turned on unless this was manually changed at the customer site.

Manufacturer narrative:
Through good faith efforts this regulatory report is a duplicate of another report. Please refer to mfg 9610816-2026-100489 for complete report .